Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s low blood glucose level was 50 mg/dl sg 124 treated with suspending the pump and drank a gatorade 10am this morning offered troubleshoot the pump for the low blood glucose the pump is working fine. The product was not returned for analysis.